Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the sensor glucose was off by 35 to 45 points. Customer had a low blood glucose incident at 23 mg/dl. Customer had a seizure. Customer declined troubleshooting. Customer will not be returning the device for analysis.